Manufacturer narrative:
It appears the physician may have used an inappropriate instrument. Miltex also offers a specific instrument of iud removal (miltex item # (B)(4)), which is much more substantial. The much smaller shaft diameter and the delicate nature of the bronchoscopic forceps may have contributed to the jaw breakage. Internal complaint # (B)(4).

Event description:
A (B)(6) old female underwent an iud removal. An alligator forceps was inserted into the uterus and upon removal, the lower jaw of the forceps was missing. The pt was given IV sedation and the cervix was dilated. The iud was removed, but no evidence of the lost jaw of the forceps was found. Ultrasound localized the fragment in the uterine wall. The pt and her husband were informed and advised of the situation by the treating physician. The pt was discharged with a f/up visit scheduled in two to three weeks.